Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient has experienced elevated blood glucose level of 20+ mmol/l; is being treated with pen therapy as she does not believe pump is delivering the correct amount of insulin. Caller stated patient was hospitalized with a blood glucose level of 24.6 mmol/l and dka; was found unconscious at home by mother and was treated at the hospital with glucose, saline, and potassium. Requested return of the alleged device for evaluation.